Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised. A 36 +0 biolox ceramic head with +4 v40 taper adapter sleeve were implanted. Update 28/feb/2019 as reported by rep: "the original surgery and surgeon are unknown. A 32mm ceramic head was removed as well as a ceramic liner and a cup believed to be a trident cluster size 52mm along with 2 screws. The liner was worn and patient was experiencing pain per [surgeon]...a larger cup and a 36 head was put in. All explants and additional information are not available".